Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. The insulin pump was received with normal operating currents. Pump was monitored for several hours and no blank display or unexpected vibration noted. The battery tube connector plugged in properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 170 mg/dl at the time of in incident. It also reported that display was blank currently and display was not blank less than 30 seconds. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.